Manufacturer narrative:
The bipap a40 pro (update material # from ra) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
A bipap a40 ventilator was returned to the third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. During device evaluation, a ventilator inoperative code was noted indicating failure of the outlet pressure sensor. The device's printed circuit board assembly required replacement to address this issue; however, the device was scrapped as per the customer's request. No foam particles were visualized inside the assembly. The device will be included in the fsn 2023-cc-src-039.